Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt) upgrade procedure. During the procedure, when the physician attempted to transfer the chronic leads to the new crt pacemaker, it was noted that the set screws of the existing pacemaker were very difficult to unscrew, and the silicone sleeve over the set screw fell out. The physician then placed a glove between the torque wrench and the set screw to facilitate removal, and the set screws were successfully loosened. The pacemaker was explanted and replaced with a new crt pacemaker. The integrity of the new pacemaker and chronic leads were reported to be fine with no concerns. The patient was later discharged.